Event description:
It was reported that approximately 6 months after the promus stent implantation in the moderately tortuous, 90% in-stent restenosed proximal right coronary artery, the patient was found on angiogram to have 90% restenosis of the promus stent. A percutaneous coronary intervention was performed, and the condition resolved without sequelae. The patient was discharged the same day. No additional information was provided.

Manufacturer narrative:
(B)(4): indication for use. There were no reported product deficiencies. The reported patient effects of stenosis/restenosis, is listed in the promus everolimus eluting coronary stent system instruction for use (IFU) as a known adverse event. It was reported that the promus was implanted in an in-stent restenosed lesion. It should be noted that the IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. In this case, the implantation of the stent to treat in-stent restenosis does not appear to have directly caused or contributed to the reported patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.